Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator implant was challenging due to the patient's body habitus and medical history. However, the system was successfully implanted and defibrillation threshold (dft) testing was done the day after implant. During testing, the first 65 joule shock did not convert and the patient's rhythm spontaneously broke before delivery of the 80 joule shock, the physician then decided to test reverse polarity at 80 joules and this successfully converted the patient; reportedly the physician was fine with the results as time to therapy was 16.3 seconds and the shock impedance was 57 ohms. Approximately a week later, the patient developed a device related infection and was hospitalized. The infection was being treated with intravenous antibiotics, and it was reported that the patient would like to avoid additional surgical intervention if possible. At this time the system remains implanted, and no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is currently available and our investigation is complete. This investigation will be updated should further information be provided.